Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer cleared the alarm and resumed insulin delivery. The customer&#38112;blood glucose level was 270 mg/dl and it was addressed with a bolus. At the time of the report, the customer was in target range.